Manufacturer narrative:
Concomitant medical products: prowler lpes microcatheter (606-s155fx/17259727). Information regarding patient age, gender, and weight are not available. (B)(4). The device was returned for analysis; however, the analysis has not yet been completed. Additional information will be submitted within 30 days of receipt. This is 1 of 2 MDR reports being submitted for this complaint with associated report numbers of 3008264254-2015-00071 and 3008264254-2015-00070.

Event description:
As reported via a healthcare professional, during coil embolization of a right internal carotid artery cavernous segment aneurysm, an orbit galaxy coil (640cr1230/16054124) pushed the prowler lpes microcatheter (606-s155fx/17259727) out of the aneurysm due to coil positioning difficulty and difficulty in getting the coil to conform to the aneurysm wall, and the coil was not able to be deployed. There was no coil protrusion from the aneurysm or reduced blood flow due to the coil positioning difficulty, and no resistance between the coil and microcatheter or need to withdraw the microcatheter with the coil. Another orbit galaxy coil (640cr1230/16054124) hypotube "bent" while being loaded into the microcatheter, and when the doctor tried to straighten out the kink by applying force, it "snapped". The coil had not exited the microcatheter and was removed from the microcatheter. The same microcatheter was used to implant all 48 coils implanted during the procedure. There had been no resistance between the coils and microcatheter and no damage to the actual coil. It was reported that the devices had been used and prepped as per the instructions for use (IFU), and had appeared normal prior to use. The events did not result in patient injury or clinically significant delay in the procedure.

Manufacturer narrative:
Complaint conclusion: as reported via a healthcare professional, during coil embolization of a right internal carotid artery cavernous segment aneurysm. An orbit galaxy coil (640cr1230/16054124) pushed the prowler lpes microcatheter (606-s155fx/17259727) out of the aneurysm due to coil positioning difficulty and difficulty in getting the coil to conform to the aneurysm wall, and the coil was not able to be deployed. There was no coil protrusion from the aneurysm or reduced blood flow due to the coil positioning difficulty, and no resistance between the coil and microcatheter or need to withdraw the microcatheter with the coil. Another orbit galaxy coil (640cr1230/16054124) hypotube "bent" while being loaded into the microcatheter, and when the doctor tried to straighten out the kink by applying force, it "snapped". The coil had not existed the microcatheter and was removed from the microcatheter. The same microcatheter was used to implant all 48 coils implanted during the procedure. There had been no resistance between the coils and microcatheter and no damage to the actual coil. It was reported that the devices had been used and prepped as per the instructions for use (IFU), and had appeared normal prior to use. The events did not result in pt injury or clinically significant delay in the procedure. A non-sterile orbit galaxy tdl cmplx frame coil 12x30 was received, coiled inside of a plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was found partially unzipped without damage. Part of the support coil was found outside of the introducer from the proximal end; the rest of it the gripper and the embolic coil were found inside of the introducer. The gripper and the embolic coil were inspected under microscope through of the introducer. The embolic coil was found stretched and no damages were noted on the gripper, as well as residues of dry blood can be observed on inside of the introducer. A review of the mfg documentation associated with this lot 16054124 presented no issues during the mfg process that can be related to the reported complaint. The coil positioning difficulty could not be evaluated based on the nature of the event, and the root cause of the event could not be determined. The coil stretching found during analysis most likely occurred during post-procedural handling/shipping since it was reported that the coil was not damaged during the procedure. The inadequate support of the microcatheter could not be confirmed without return for analysis and the root cause could not be confirmed; however, procedural factors appear to have contributed to the event. Since there was no evidence of a mfg issue related to the event, no corrective actions will be taken at this time. This is 1 of 2 MDR reports being submitted for this complaint with associated report numbers of 3008264254-2015-00071 and 00070.